Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, upon opening implant box and removing sterile package, it was noticed that the implant had broken through both the inner and outer sterile packaging and was sticking out.